Event description:
It was reported that during the implantation of the contralateral endurant ii stent graft, the physician was unable to unlock the stent graft as the mechanism did not work. The device was never implanted. The cause of the event can be determined. There was no pre-operative aneurysm rupture, and the patient was treated for an abdominal aortic aneurysm. Another device was used and the procedure was successfully completed no patient complications have been reported as a result of this event.

Manufacturer narrative:
Video analysis: two videos were provided for analysis. Videos depict an endurant delivery system on an operating table. The external slider has been retracted but the stent graft has not deployed. Attempts are made to retract the graft cover by rotating the external slider, however the graft cover does not move. Stretching is evident to the graft cover and a bend is evident to the graft cover as a result of attempts to retract. Attempts are made to deploy the stent graft using the trigger. Graft cover has partially retracted but stent graft has not deployed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: there was no damage noted to the endurant limb or packaging. The procedure was followed per the ins tructions for use (IFU). Correction to b5: the cause of the event cannot be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.